Event description:
It was reported that during an unknown surgical procedure, it was observed that the motor device would not "capture the burr". There were no delays to the surgical procedure as a spare device was available for use. No injuries, medical intervention, or prolonged hospitalization were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.